Manufacturer narrative:
Other, other text: d4 UDI (B)(4). Device evaluation: we received a device for investigation. Visual inspection performed showed device had no apparent physical damages. Functional test performed, relief valve checks. Reported complaint duplicated measurements are off and reading low. Relief valve is out of spec and unable to adjust. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the device failed the preventive maintenance. Release valve pressure alarm calibration. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.